Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 435 mg/dl and would like to check the pump. The customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing. Troubleshooting found that the drive support cap was normal and the pump settings are correct however, the pump did not pass the high pressure test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.